Event description:
It was reported the single use aspiration needle the distal end tube is broken. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of investigation, we speculate that the coil breakage occurred through the following mechanism: the sheath tip breakage is believed to have occurred when the endoscope was pushed out at a severe angle (upmax state), causing contact between the internal parts of the endoscope (metal pipe) and the sheath, resulting in increased frictional resistance, which caused the sheath to wear off, but the cause of the occurrence could not be identified it is speculated that the sheath buckling occurred due to bending load being applied during pre-use inspection or when inserting it into the endoscope. However, the circumstances under which it occurred could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: d4 (lot number), h4.